Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 40.0-40.5cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 46.5-46.9cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported the patient presented with an alert for low hv lead impedance. In clinic testing resulted in normal impedance measurements. The lead remains implanted. No further information is available at this time.